Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.